Event description:
On (B)(6) 2012, the distributor contacted animas alleging a pump load step /prime issue. This complaint is being reported as the alleged malfunction may affect insulin delivery. There is no allegation of an adverse event related to this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.